Manufacturer narrative:
H6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. H11: an axios and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found no issues between the rf connector and distal rf electrode. The device was connected to the erbe, and bubbles were seen in the saline solution that is evidence that the device tip is working properly. Also, the stent was returned fully covered and undeployed. No problems were noted with the stent and the electrocautery system. Product analysis could not confirm the reported event of cautery delivers energy intermittently as the device passed electrical inspection. The investigation concluded that the reported event was most likely due to external factors (either anatomical or procedural), causing the delivered energy not being enough to puncture the anatomy and complete the procedure using this device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed in the alimentary tract during an endoscopic gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system IFU: "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture". The device is not indicated to be placed transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the alimentary tract during an endoscopic gastrojejunostomy performed on (B)(6) 2024. During the procedure, the intestinal wall could not be incised even after several attempts. It was noted that during those attempts the electrocautery delivered energy intermittently. The procedure was not completed. There was no patient complications reported as a result of this event. It was reported that the axios stent was intended to be placed in the alimentary tract during an endoscopic gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the alimentary tract during an endoscopic gastrojejunostomy performed on (B)(6) 2024. During the procedure, the intestinal wall could not be incised even after several attempts. It was noted that during those attempts the electrocautery delivered energy intermittently. The procedure was not completed. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed in the alimentary tract during an endoscopic gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum.